Event description:
It was reported that a small volume 2 infusor had a leak. There was patient involvement reported, however there was no patient injury or medical intervention reported. The patient did not have entire therapy. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 13a074 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.